Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the bending rubber leaky, the insertion flexible tube (ift) leaky, the eog valve leaky, the lg root brace rubber cut, the objective lens unit scratched, the lcb distal cover glass dirty, the segment communication issues with cpu board, the lg prong top loosened, the distal body worn out, the segment worn out, and the segment rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the nozzle falls. Therefore, based on the technical report "(B)(4) (nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.